Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii devices failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to mfg report # 2242352-2012-01322 for related report.

Manufacturer narrative:
The loading device and the seal were returned to the factory for evaluation. The loading device and seal showed signs of clinical usage and evidence of blood. The loading device was returned in three pieces. The delivery device and the tension spring assembly were not returned. The anchor tab and the seal were located outside of the loading device body. The seal was unraveled except for the first and second rows from the center. It appears that the seal had been deployed. Based upon the evaluation results, the reported complaint could not be confirmed for failure to load. A lot history record review was completed for the reported product lot number. There were no non-conformances recorded in the lot histories. (B)(4).